Manufacturer narrative:
We are attempting to get the device returned for evaluation. The investigation is ongoing. Once additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "one of our surgeons is wanting to try new electrode blades so I ordered argent (mckesson-has both names on it) ref # 22-es39t lot 1124z and we had a major issue with it during a case. The plastic protector over the blade started to melt so we discontinued using the product."

Manufacturer narrative:
The device was not returned for evaluation. Based on responses from the user, the complaint was able to be confirmed. The user was operating at a setting beyond what the device is capable of handling, per the IFU, causing the insulation on the blade to fail. The root cause is user error. If any additional rellevant information is identified, it will be submitted in a supplemental report.